Event description:
The fastracker-325 vascular access system with transend-18 guidewire burst when it was injected with contrast. Friction was encountered in the catheter. The pt's condition was not affected by this event.